Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (3014862188-2021-00395,6: tests (B)(6)).

Event description:
User reported 3 false positive results. Negative by pcr. This is report 3 of 3.

Event description:
User reported 3 false positive results. Negative by pcr. This is report 3 of 3.